Manufacturer narrative:
Site spine coordinator did not provide patient information from either of the two procedures involved. Device manufacturing date for lot #40073 is 3/29/2012. Device mfg date for lot #46835 is 5/28/2014. Return requested. Medtronic investigation of returned 2 suspect small straight ratcheting handles finds that for both devices, the reported problem was confirmed. The silver cap came off at the end of the handle part of both of the straight ratcheting handles. Lot # 46835 did not function normally. The directional ratchet was locked-up which prevented selecting appropriate direction of the ratchet. Lot # 40073 functioned normally. Failure: broken handle - physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Site spine coordinator declined to replace the two small straight ratcheting handles. No further issues have been reported.

Event description:
A medtronic representative received a report from a site spine coordinator, that two of their small straight ratcheting handles were damaged. The silver cap came off of each handle while in a procedure. Per the site spine coordinator, this damage occurred during two separate surgeries over an unknown period of time. No further details regarding the damage, or how it occurred, were provided. No details regarding this issue, or specifically when it occurred, were provided. The site spine coordinator did state that the procedures were completed with the use of the navigation systems. Delay in therapy was less than one hour for each. There was no impact on patient outcome in either procedure.